Manufacturer narrative:
(B)(4).

Event description:
It was reported that the helix was retracted from its original position. The lead was repositioned successfully. The patient was in good condition after the procedure.